Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the lymph had been discharged continuously from the puncture site in the groin area. Information indicated that the lymph varix was punctured and damaged by the introducer sheath during the puncture process. An extended hospitalization period occurred. No further patient complications have been reported as a result of this event.